Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a surgery when mounting the device, it was impossible to clip the optics onto the device. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed. Upon visual inspection, no issues with the device were noted. Functional testing was performed per drawing (B)(4). Note 10. During the test, the device failed the function test. The scope did not engage with the handle as intended. Instead of clicking into place smoothly and "clicking", it required excessive force to insert, resulting in it becoming stuck. Upon removal, significant effort was needed. After repeated testing, one of the tabs on the inside of the device broke off.